Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a missing sensor wire upon sensor removal. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the transmitter was snapped into the sensor pod during sensor removal. Patient is not able to locate any portion of the sensor wire. No additional event or patient information is available.

Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached or missing sensor wire. Sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.